Event description:
Subsequent to the initial medwatch report, return device analysis revealed that the soft tip was separated at the distal end of the distal seal and was not returned. Additional reported information indicates that the soft tip does not remain in the patient anatomy and that the soft tip separation occurred post-procedure due to manipulation of the device during packaging for return shipment.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to advance/cross and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Stent damage was confirmed. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat an eccentric lesion in the left main to proximal left anterior descending artery with mild tortuosity and mild calcification, pre-dilatation was performed. A 2.5x28 xience v stent delivery system (sds) was advanced but could not cross the lesion. The 2.5x28 xience v sds was withdrawn from the patient anatomy with resistance and the proximal stent struts were noted to be flared. A non-abbott stent was implanted to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.